Event description:
On 04/04/2000, the facility's or team leader informed the MFR's (MFR) sales representative of the following: the physician had to remove the device because the catheter had broken off in the pt. Report also states that an attempt will be made to retrieve the end of the catheter so it can be returned to the MFR, along with the device body for analysis. No further details were provided.